Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac arrest/pulseless electrical activity.

Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.